Manufacturer narrative:
Additional information was added to d9, h3, h4 and h6. H4: device manufacture date: july 22, 2020 - july 23, 2020. H10: two (2) actual samples were received for evaluation both containing solution. A visual inspection was performed which observed a floating white foreign matter inside the fluid pathway of one sample only. Upon visual inspection with magnification a floating white elongated particulate matter with tapered ends approximately 0.05 inches in length, possibly of acrylonitrile butadiene styrene (abs), was identified in the one sample only. Hence, the reported condition was verified on one (1) sample and non-confirmed in the other sample. The cause of the foreign matter could not be determined. This issue is being further investigated. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported particulate matter was observed in two (2) 1000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags. This was observed during mixing. There was no patient involvement. No additional information is available.